Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was power broken. Therefore, the reported condition was confirmed. It was determined that the cause of the power broken was failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the motor device was broken. During in-house engineering evaluation the device was power broken. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.